Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 intima-ii y 24gax0.75in mz prn slm npvc were damaged. The following information was provided by the initial reporter, "there was a protrusion on the top of the catheter tube, which led to the failure of the catheter tube to come out and pull out."